Manufacturer narrative:
Reason for delayed reporting: initially not assessed as reportable event. Review of sop vigilance and complaint during audit led to reassessment and decision to report.

Event description:
Degradation of gas transfer performance during clinical application. Oxygenator replacement before six hours of use.